Manufacturer narrative:
D9 updated: product receipt date. Investigation: we made a visual inspection of the instrument. At the first sight, we found no damages or visual defects. In the next step we made a functional test. Here we could confirm the complained problem with the difficult and sometimes not possible switching between the functions. In the next step we investigated the switching mechanism in the handle. Here we found a deformation on the switching block. Batch history review - the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that there is one similar complaint against the same lot number(s). The review of risk assessment revealed that the overall risk level (6(10)severity x 3(10)probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale/conclusion and root cause: the switching mechanism is damaged, most likely caused by switching the working end mechanism during one of the working ends was opened. According to the instructions for use (IFU), the working ends must be in a closed position before switching. A material failure or a manufacturing error can be excluded. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Corrective action - based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po800su - disp.combination instr.bipolar d:5/310mm. According to the complaint description, the product was damaged. The gripper trigger does not work properly. There was no described patient harm. A surgical delay of less than 15 minutes occurred. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).